Event description:
It was reported that after an acl repair/ reconstruction, patient had a irritation from proximal tibial ultrabutton. The device had to me removed by performing a revision surgery. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a isolated issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the potential complications associated with the use of this device. Clinical evaluation was completed and concluded that without the device for evaluations, the root cause of the reported irritation cannot be confirmed but based on the information provided, the factors as reported could have contributed to the reported failure were neuromas, and hardware irritation. A review of the instructions for use revealed the following warnings and precautions related to the reported failure: pain at the incision or surgical site, infection, reaction to device materials, injury to surrounding tissues. Etc. The impact to the patient was the reported irritation and the revision. Since it was reported, a revision was performed to treat the reported irritation and the patient was able to return to full activities, no further clinical/medical assessment is warranted at this time. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) potential complications accompanying such implant surgery. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.